Event description:
It was reported that the 9800 system dose absorption would not appear. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The x-ray board was repaired and the software installed during the service call. The system was found to be working as intended and put back into service.